Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-15385. The pt has two leads (from different lots) implanted in the cervical area as well as two leads (from the same lot) implanted in the thoracic area as part of her scs system. It was reported the pt lost stimulation. X-rays were taken and indicated the leads implanted in the pt's cervical area have migrated. F/u identified the pt does not want surgery at this time.